Manufacturer narrative:
Device evaluation: the fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at idler pulleys. The cable was fully broken. As a result of the full break, functional testing for motion related issues could not be performed. Further inspection found no abnormally sharp components that could have contributed to the cable breaking. Additionally, the instrument was found to have a broken conductor wire near the idler pulleys. The instrument failed the electrical continuity test, confirming a complete break in the wire. There was contamination on the wire and other distal components. The instrument was cleaned and inspected again. No thermal damage was found on the instrument. Further inspection found no abnormally sharp components that could have contributed to the wire breaking. Multiple distal components were found contaminated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, a cable on the fenestrated bipolar forceps (fbf) instrument broke intraoperatively. It was noted that wires protruded from the instrument resulting in several perforations on the intestine. The following information is unknown: the severity of the complications and what surgical/medical intervention was rendered due to the bowel perforations. The procedure was completed as planned. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.